Event description:
It was reported that the wake button was unresponsive. Additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.